Manufacturer narrative:
The subject device was returned for evaluation. Initial evaluation of the sample finds for bent backup tabs. Functional evaluation finds multiple fasteners deployed without issue. The reported event that the device deployed a broken fastener is a known result of bent back up tabs. Based on the sample evaluation and investigation performed, the root cause for the broken fastener deployment is found to be due to the backup tabs bent from applied forces when in use. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) for the optifix straight device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue."

Event description:
As reported, during a procedure on (B)(6) 2022, the bard/davol optifix straight fixation device was used to fixate an unknown mesh. It was reported that the first fastener successfully fixated the mesh and the second fastener was deployed in a broken state. Another device was used to complete the procedure. The broken fastener was removed from the patient¿s body and there was no reported patient injury as a result of the event.